Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump, did not experience recurrence of malfunction after reset, was advised to continue using pump and to call back if issue happened again, and confirmed understanding of instructions.